Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. The 3.0x20mm maverick2 monorail balloon was advanced to the target lesion for predilation. During the first inflation, the balloon ruptured at 10atm. The device was able to be removed intact, and the procedure was completed with a different device with no patient complications. The patient condition post procedure was reported to be "good".